Event description:
It was reported that a red alert was received for a high, out-of-range shock impedance measurement (>125 ohms) from this right ventricular (rv) lead. Boston scientific technical services (ts) was contacted for a review, and it was discussed that the shock impedance measurements had been fairly stable, varying between 115 ohms to 149 ohms at the highest. Additionally, there was no evidence of noise or any another sensing abnormalities. Nevertheless, ts recommended performing lead integrity testing at the next follow-up appointment. Provocative maneuvers, isometrics, diagnostic imaging, and potential commanded shock testing were all discussed as methods for assessing the lead integrity. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.